Manufacturer narrative:
Based on available information, there was calibration issue occurred on this instrument. The customer stated that the calibration disk was not loaded when the hba1c2 reagent was loaded on the instrument. A field service engineer (fse) performed product verification testing (pvt) and replaced multiple hardware components. The fse also replaced new hba1c2 reagent and fresh calibrators. As of (B)(6) 2011, the calibration status is passing since (B)(6) 2011. Root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc., (bci) regarding false high % hemoglobin a1c2 (%hba1c2) results generated by the unicel dxc 800 pro synchron clinical systems for two patients. Original samples were re-tested and repeated results were lower for both patients. Results were reported out of the lab. Customer did not indicate change to patient treatment.